Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06. An evaluation is in process.

Event description:
The customer observed falsely elevated results while using architect total psa (prostate specific antigen) reagents. The following data was provided. The customer stated the initial results were obtained before the controls were out of range and calibration failure was observed and repeat values were obtained after calibration passed. Sid (B)(6) initial 0.48 ng/ml, repeat 0.00 ng/ml. Sid (B)(6) initial 0.53 ng/ml, repeat 0.01 ng/ml. Sid (B)(6) initial 0.54 ng/ml, repeat 0.00 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and field data review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed and the evaluation indicated that the patient median result for the complaint lot was within the established control limits and performance was comparable to other lots in the field between february 11, 2018 and august 11, 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.